Event description:
It was reported the pt was experiencing discomfort at the ipg site due to the ipg protruding. As a result, the pt's ipg was relocated. It was also reported the physician added extensions due to the leads being scarred into place.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.